Event description:
Per the audiologist, the patient reported a decrease in sound quality when using the cochlear implant system. Exchanging external equipment did not solve the problem. Results of an integrity test done in 2007 were consistent with normal receiver/stimulator function with multiple faulty and anomalous electrodes. The identified electrodes were deactivated in the sound processing program. Results of an integrity test done in 2008 were consistent with the results of the first integrity test. Reimplantation has been recommended but had not been scheduled at the time this report was filed.

Manufacturer narrative:
This type of event is addressed in the device labeling.